Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient cannot see distance or close. Additional information was requested and received patient experiencing double vision and can focus about 2 to 6 feet. There are two medical device reports associated with this patient. This report is associated with the right eye.